Manufacturer narrative:
Concomitant medical products - model: d224drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was experiencing pacing threshold fluctuations/unstable thresholds over the past eighty week trends that are visible. The company field representative stated that the rv impedance and sensing trends are normal/stable. Rep also stated they were able to replicate the significant changes in pacing thresholds via manual threshold measurements. The lead remains in use. No patient complications have been reported as a result of this event.